Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing that resulted in delivery of an inappropriate shock. Additionally, the smartpass feature was noted to be programmed off. Review of stored device memory noted the patient experienced approximately three seconds of asystole approximately two months ago. The asystole resulted in the smartpass feature becoming disabled. Review of the shock therapy episode noted the noise appeared to be consistent with muscle noise. The smartpass feature was programmed back on and an auto screen was performed. The patient did not pass the screening in all three programmed sensing vectors. Technical services (ts) discussed the appearance that the patient has had some conduction changes and recommended further review with the physician. It was noted that the patient has other comorbidities and the physician opted to turn tachycardia therapy off at this time. No additional adverse patient effects were reported. This device remains in service.